Event description:
The facility reported a flo-gard infusion pump with a constant occlusion alarm on channel 1, which interrupted a patient infusion in the facility's intensive care unit. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with constant occlusion alarm on channel 1 was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. A service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.